Event description:
Additional information received from the consumer reported that the patient's device did not work after surgery on (B)(6) 2015 and they had the same condition. No steps were taken to resolve the lack of effect, leakage, and pain. The patient's primary care physician (pcp) was sending the patient to another board certified colon and rectal surgeon. The patient would have an appointment with their new hcp on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was not having therapeutic effect since new implant on (B)(6) 2015. The patient had frequency as well as leakage if they did not use a lot of pressure to hold in the urine. The patient called the manufacturer representative 3 to 4 days after implant and then 10 days to 2 weeks later and the manufacturer representative called them back. The patient tried increasing the amplitude to 5.5v on (B)(6) 2015, which caused uncomfortable stimulation, so they lowered it to 4.8v. The uncomfortable stimulation had resolved. The patient still had pain, but not uncomfortable stimulation in the bicycle seat area following it. The patient also did physical therapy for fecal incontinence. The patient would see their health care provider (hcp) on (B)(6) 2015 to address the therapy issues and pain. The consumer further reported that the patient tried to notify their hcp about all the problems, leakage, and pain at the appointment on (B)(6) 2015. The hcp told their assistant to give the patient an appointment in 4 months on (B)(6) 2016. The circumstances that led to the lack of effect, leakage, and pain were a change to device programming, it was not working, many accidents and leakages, and it was a week full of pain. The patient needed a board certified and rectal surgeon to treat fecal incontinence. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.